Manufacturer narrative:
The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 07/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4). H3 other text : device not returned.

Event description:
It was reported that device had a channel error. A full inspection was conducted and passed. It was also noted that the inter-unit interface(iui) connector looked "good as well". Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device had a channel error. A full inspection was conducted and passed. It was also noted that the inter-unit interface (iui) connector looked "good as well". Per customer, no further information will be provided.